Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a battery issue. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.08.92.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The stent delivery system was discarded. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting in the predilated left mid first diagonal artery with two 2.5 x 28 xience v stents and in the predilated left distal circumflex artery with two (2.5 x 15 and 3.0 x 15) xience v stents. On (B)(6) 2010, the patient experienced recurrent exertional angina. A diagnostic coronary angiogram found in-stent restenosis of the first diagonal branch requiring percutaneous coronary intervention on (B)(6) 2010. The patient's condition resolved on (B)(6) 2010. There was no additional information provided.